Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 26 mg/dl. Customer was hospitalized and admitted to the intensive care unit. Customer's sensor stated that her sensor glucose reading was at 70 mg/dl, but her blood glucose level was 20 mg/dl. Customer's sensor was off by 50 points. Last night, the customer's sensor was off by 40 points. Customer stated that her pump did not alarm for the threshold suspend. Customer was asked to call back to troubleshoot the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.